Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The analyst commented that on (B)(6) 2016, atrial pacing impedance measured 34018 ohms up from a trend of 371-540 ohms. No episodes captured in save to disk data. Analysis of the device memory also indicated atrial pacing capture threshold was elevated. The analyst commented that beginning (B)(6) 2016 atrial capture thresholds measured greater than 2.5 v and consistently measured greater than 2.5 v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds, high impedance, and far field r-wave (ffrw) oversensing. It was also reported that the lead was possibly fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.